Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced fill resistance issues when filling the cartridge during the load sequence. Customer's blood glucose was 216 mg/dl. Issue was resolved by changing cartridges and verifying insulin pushed through needle and attempting to fill the cartridge again.